Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an upper endoscopy procedure performed on (B)(6) 2023. The device was installed onto the endoscope accordingly, and it was inserted into the patient. During the procedure, the varices were suctioned. When the ligation was about to be performed, it was noticed that the device did not work as the bands would not deploy. The procedure was completed with a different device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.